Event description:
The customer called to report high blood glucose levels. The hospitalization was non-diabetes related, but the customer experienced a blood glucose reading of 455 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump did not pass the high pressure test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.